Manufacturer narrative:
A ge svc rep performed an on site investigation. The power supply was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
It was reported that the 9600 sys would not boot up. No pt injury was reported.